Event description:
During follow-up, the device reached end of life (eol) earlier than anticipated and premature battery depletion was suspected. The device was explanted and replaced. The patient is in stable condition following the procedure.

Manufacturer narrative:
As received, the reported event of premature battery depletion was not confirmed. The device was at or below eri.

Manufacturer narrative:
(B)(4).